Manufacturer narrative:
Product ID 3093-28, lot# v556132, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported that this reporter noted a por (power on rest) condition. This reporter met with the patient on (B)(6) and stated that upon interrogation the 8840 displayed a battery life of "109.5". This reporter wanted to know why this value would be displayed instead of the typical whole number month value. When the patient came in for the appointment stimulation was off and the patient stated that they had not turned off stimulation. The patient reported having issues with atrial fibrillation and had a cardioversion procedure sometime prior to (B)(6). This reporter stated that the 8840 displayed an invalid serial error message at that appointment. At the time she reset the serial and entered programming information for the patient. After reprogramming the implantable neurostimulator (ins) the patient was feeling stimulation just below the ins pocket. At the time impedances seemed normal because, this reporter did not make any notes about that in the chart. This reporter stated that she contacted the manufacturer's representative at the time of the appointment ((B)(6)) and he provided her with tech services phone number. This reporter did not call at that time. This reporter did not know when the cardioversion occurred but it was sometime before the (B)(6) appointment. It was later reported by the manufacturer's representative that they did speak with nurse on (B)(6) about the battery life issue display on the 8840 and the representative called into tech services and they advised him to have the nurse call directly as he had limited information and was not available to go to the office ¿ he called and gave the nurse the number for tech services. The representative tried to trouble shoot with the nurse however, she only provided information about the patient undergoing cardioversion and that was out of scope as to the device or therapy in his opinion. The manufacturer's representative had no knowledge of a por, the stimulation being off, the invalid serial error message or stim being felt below the ins pocket. The representative had no updated information to report at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.